Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive, cine bridge, cables and connectors, hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a fast stop error message during a case. The procedure was completed. No pt injury was reported.